Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name unknown / provided. D3: email adress. D4: catalog number. G1: contact office - first/given name, last name and email address. G1: contact office - manufacturer site - email address. G3: date received by manufacturer. G4: premarket identification PMA/510(k) #: k013227. G6: type of report. H2: follow up type. H3: device evaluated by manufacturer? H10: additional narrative. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided d1: brand name unknown / not provided d4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided d4: device UDI number unknown / not provided g4: PMA/510(k) number unknown / not provided h4: device manufacturer date unknown / not provided a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the dental implant located in tooth site #47 failed due to peri-implantitis. Inflammation was reported as a result of the event.